Event description:
It was reported that patient's stimulation device was explanted on (B)(6) of 2013. It was also indicated that patient had tried to contact MFR representative when in the hospital in (B)(6) 2013. It was noted that patient had become a (B)(6) tall hunch back. In (B)(6) 2013, patient visited a reputable neurosurgeon for an x-ray and ¿his back looked like a picket fence and so much scar tissue it was atrocious it was horrible¿. A neurosurgeon reportedly removed the ¿retched machines¿; patient had 58 back surgeries in 20 years. It was noted that the patient's health care provider (hcp) refused to fix the stimulator. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 377775, lot# n0040744, implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: lead. Product ID: 377775, lot# j0546742v, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: extension. (B)(4).